Event description:
It was reported by the customer that a pyxis anesthesia es system had to be rebooted during a procedure and ultimately replaced by a different station due to hardware failure notices and the device not connecting to the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed no evidence of past communication issues, and the station was communicating at the time of investigation. The customer reiterated that the station displayed a hardware failed and disconnected mode message and as a preventative measure the network card was configured to 100 mbps half duplex to help prevent any future connection issues. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,b3,d1 d3,.d4,d5, e3,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-dec-2021 to 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was a system performance issue. With the help of knowledge article, technical support specialist increased the speed duplex of the station to 100mbps half-duplex to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had to be rebooted during a procedure and ultimately replaced by a different station due to hardware failure notices and the device not connecting to the server. There were no adverse events or injuries reported based on this event.